Manufacturer narrative:
Drug is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a stent placement procedure, loss of flow and "clot burden" occurred. The patient was given heparin and integrilin before the procedure. The 90% stenosed target lesion was located in a moderately calcified right coronary artery (rca). While attempting to place a 3.00x38mm promus element plus stent loss of flow and "clot burden" occurred. A 2.5x30 apex balloon catheter was used to dilate and help reestablish flow to the rca. The procedure was completed with a different device. No further complications were reported and the patient's status is stable.